Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pdm was getting hot when it was charging. No further details to report.